Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose level of 121mg/dl and that some of the buttons dont work. Troubleshooting found that some of the basal rates were off. Customer was advised to monitor the pump and contact their doctor to confirm the pump settings.